Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. In addition, the battery gauge dropped from 75% to 5% then jumped back up to 100%. The customer's blood glucose level was 159 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.